Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump emitted two call service alarms, but the second alarm was not recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/15/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was exercised for 24 hours with the returned battery and cartridge caps. No errors, alarms, or warnings occurred during the 24 hour duration exercise. A cs 064 call service alarm was reproduced during investigation and the pump emitted the appropriate sound warning and display message. The alarm was recorded in the pump history correctly. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump was not recording alarms in the pump history was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.